Event description:
A report was received that the patient had to charge more frequently. It was believed that the patient's ipg was too shallow. The database analysis revealed no anomalies and that the patient was a high energy user. The patient will undergo a revision procedure.